Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in puerto rico, u.s. It was reported that the patient faced infusion set was detached sue to sweat on (B)(6) 2026. The blood glucose level was 250mg/dl. No further information available.